Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened while locked when establishing final arm angle/efaa. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve; however the clip opened while locked when establishing final arm angle/efaa. Troubleshooting was performed three times and failed. Therefore, the cds was removed with the clip attached. The procedure continued with a new cds. One clip was implanted, reducing mr to 2. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported clip opening while establishing final arm angle (efaa). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no lot-specific product issue from this lot. Based on the information reviewed and without a confirmed failure mode, a cause for the reported clip opening during efaa in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.